Event description:
It was reported that the insulin pump had battery issues and alarmed off no power. The blood glucose reading was 300 mg/dl, which was treated with the insulin pump. The caller observed several failed battery test alarms in the alarm history, as well as several low battery alerts. The caller noted that the battery cap was not loose, cracked nor damaged. He stated that he would insert a new battery on saturday, and by friday, the battery would wear out, followed by the device powering off. The caller was advised that a replacement battery cap would be sent. The caller reported that he had already tried to use the recommended type and brand of battery, but he still received the failed battery test. Advised replacement of the insulin pump.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.